Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was not a good surgical candidate. The patient's aortic neck has 60 degree angulation, severe calcification with moderate tortuosity throughout the vessels. It was reported that the stent graft was successfully implanted, however, due to the severe calcification and angulation of the patient's aortic neck, there was a late type 1 endoleak. The physician elected to angioplasty; however, the endoleak persisted slightly but, in the physician's opinion, the type I endoleak would seal after the heparin wears off. No additional clinical sequelae were reported.